Event description:
It was reported that during an acl, the anchor of the healicoil knotless pulled out after implanted; the anchor was not really sitting in place after implantation. The procedure was completed with non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, the anchor of the healicoil knotless pulled out after implanted; the anchor was not really sitting in place after implantation. The procedure was completed with a non-significant delay using a s+n back up device in a new drill bone hole. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b1, b2 , b5 and h6 ( health effect - clinical code and health effect - impact code).

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual evaluation showed the distal anchor, distal plug, and proximal body anchor were not returned. Bio debris is present. No other deficiencies are visible. A functional evaluation showed the orange deployment knob advanced the proximal body insertion rod. The black deployment knob advanced the distal plug rod. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.